Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the verse x25 inserter/tightener, p/n: 299704230, was stripped. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. After a visual inspection, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of verse x25 inserter/tightener, p/n: 299704230, would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h4, h6 correction to photo investigation and DHR: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597101 was released in one batch. Supplier: seabrook medical -batch1: lot qty of (B)(4) units were released on 07 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the verse x25 inserter/tightener is stripped from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of the verse x25 inserter/tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j sales representative. Device evaluated by MFR, adverse event problem investigation as coded in this MDR report: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the receiving inspection for torque limiting handle 80in-lb was conducted identifying that lot number gb108803 released in five batch. Batch1: lot units were released on 21 feb 2018 with no discrepancies. Batch2: lot units were released on 23 apr 2018 with no discrepancies. Batch3: lot units were released on 20 apr 2018 with no discrepancies. Batch4: lot units were released on 25 jun 2018 with no discrepancies. Batch5: lot units were released on 25 jun 2018 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment visual analysis of the photo revealed that the torque limiting handle 80in-lb had no defect found on it. There is not enough evidence to confirm allegation or any other issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for torque limiting handle 80in-lb. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in (B)(6), as follows: it was reported on (B)(6) 2022, that the total 6 of 10 correction keys were damaged during posterior lumbar fusion using exordium verse. The instrument that was used along with the 6 damaged correction keys, the torque limiting handle 80in-lb / verse x25 inserter/tightener 2 each, were both recalled. This report is for one verse x25 inserter/tightener this is report 1 of 8 for complaint (B)(4).